Manufacturer narrative:
A visual inspection was conducted and confirmed the housing reamer coupling ring broke off from the device at the welded area. All pieces were returned for evaluation. There is no lot number available on this device. This device shows signs of significant wear/usage. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the welding broke over the patient's wound. No delays or injuries reported. Smith and nephew back up device available. No injuries reported.